Event description:
The handheld device and software flashcard were returned on (B)(6) 2013.an analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.an analysis was performed on the returned handheld. No anomalies associated with the main battery were identified during the analysis; however, during the analysis it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Event description:
It was reported to our country representative in spain that they had a handheld that was not working. It was reported that it will not hold a charge when not connected to the power cable. The products are pending receipt at our houston office.